Event description:
It was reported that the patient's lead impedance was variable and the lead integrity alert (lia) was triggered. The alert threshold was reprogrammed and the patient was reported to be doing well. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.